Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and blank display. The customer¿s blood glucose level was 466 mg/dl. The customer states that she took pump off to shower and then reconnected and hour after pump has a blank display she stated its not her battery she tried a new battery she got battery icon and time insulin icon partial display. The customer was advised to revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display or missing segment/partial display anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected alarm error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.